Manufacturer narrative:
The field service engineer (fse) performed necessary alignments and discovered the wash buffer crystallized in all reaction vessel (rv) positions and the vacuum pump was dripping fluid. The fse noted the vacuum test passed with acceptable values but could improve. The fse replaced the vacuum pump and test results were well within specifications. The fse also replaced and aligned the pipettor tip. The fse replaced the wash valve assembly after noticing micro bubbles entering the wash pump during priming of the dispense probes. The fse performed a high sensitivity (hs) system check and obtained a flier. The fse replaced the pinch rollers and wash wheel bearings; hs system check then passed. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as repairs and adjustments resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The affiliate stated the customer reported false positive troponin I (access® accutni+3) results, for one patient, involving the access® 2 immunoassay system. An initial result of 432 ug/l was obtained from the original sample. The sample was reanalyzed and generated a result of <10 ug/l. The customer then analyzed a second sample from the patient and obtained a result of 1,203 ug/l. This sample was also reanalyzed and produced a result of <10 ug/l. The customer indicated the elevated results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer indicated quality control and system check were within specifications. The patient's samples were collected in 7ml becton dickinson (bd) lithium heparin tubes and centrifuged at 1,900g (relative centrifugal force) for six minutes, at room temperature. The samples were less than one hour old and stored at room temperature. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.